Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the heating was not due to the infection as the infection was after an implantable neurostimulator (ins) repositioning surgery. The implantable neurostimulator (ins) has been removed and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was caller reported the patient's complaint started about a month ago in which device got really hot after a couple hours of recharging but also just when using stimulation normally. Caller stated the patient had a lot of hardware from the lower thoracic to the lower lumbar that is fused and the device is sitting very close to the spine. Caller stated patient charged for 3-4 hours to 100%. The patient's concern was the battery leaking. Patient had turned therapy off and indicated the heating sensation subsided and they decreased recharging speed with no resolution. Caller met with manufacturer representative (rep) last week and the impedance and everything else was normal. Patient did not bring any equipment with them so they couldn't troubleshoot it. Patient has a follow up appointment with manufacturer on monday and physician was moving the device later that month. Caller stated patient had tons of surgeries. Agent discussed potential that device being near hardware may cause heating but there was no testing or information on this but it may also be related to patient's anatomy/body. Agent suggested generating file and collecting log information though files may not be helpful for this type of situation. Agent reviewed device replacement is up to patient and physician and they can send device back for analysis along with considering non-rechargeable for replacement. Agent redirected to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted generator experienced pain at the implantable neurostimulator site near the mid-back by the spine and reported that the generator was getting hot during recharge sessions. The recharge diary indicated that most sessions were rated as fair rather than good or excellent. Generator interrogation was performed and no notifications were found. The patient was seen by a new provider to discuss the possibility of moving the generator to a different location. It was explained that turning down the recharge speed could potentially help with the heating issue. The issue was ongoing and no action was taken. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep) stating this device was placed in the same location as their previous implant, but they did not experience issues charging that one. There were no recent falls or other relevant changes at the pocket site. It was reported that the patient is able to consistently get excellent recharge coupling. Additionally, it was noted that heating always occurs when recharging. Further additional information was received from a manufacturer representative (rep) stating that the patient had a very bad infection at their implantable neurostimulator (ins) site and needed to have their system removed. Patient's ins and two leads were removed. No rep was present for the case.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.